Manufacturer narrative:
Product investigation is in progress.

Event description:
Uncomfortable - vagina [vulvovaginal discomfort]. Tampon became lodged in an uncomfortable and unsafe position, making removal difficult and distressing [complication of device removal] . Applicator ¿click¿ mechanism failed to engage properly, preventing the tampon from being deployed correctly [device deployment issue] . Case narrative: consumer reported via email that the tampon applicator mechanism failed to engage properly. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Uncomfortable: vagina [vulvovaginal discomfort]. Tampon became lodged in an uncomfortable and unsafe position, making removal difficult and distressing [complication of device removal]. Applicator "click" mechanism failed to engage properly, preventing the tampon from being deployed correctly [device deployment issue]. Case narrative: consumer reported via email that the tampon applicator mechanism failed to engage properly. No serious injury was reported.